Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) - incomplete. The expiration date is not currently available.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure their truespan 24 degree peek would not fire the implants out. The sales rep stated that it appears the spring in the mechanism is locked. The procedure was completed with another like device with no harm to the patient or delays to the case. The sales rep was not present for the case his associate was therefore he could not provide any further information. The device will be returning for evaluation.

Event description:
It was reported by the sales rep via phone that during a meniscal repair procedure their truespan 24 degree peek would not fire the implants out. The sales rep stated that it appears the spring in the mechanism is locked. The procedure was completed with another like device with no harm to the patient or delays to the case. The sales rep was not present for the case his associate was therefore he could not provide any further information. The device will be returning for evaluation.

Manufacturer narrative:
Product complaint #: (B)(4). ¿depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report¿. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint cannot be confirmed due to missing components. It was observed that the protective sleeve of the device was missing, and the implants appear to be missing from the device. The handle of the device is loose, and does not appear to be connected to any moving parts in the device, thus not allowing the handle to progress the needle. The device was dismantled to investigate the cause of the loose trigger. It was observed that the trigger was broken when the assembly meets the needle and spring, therefore is a root cause for the trigger not being able to advance the spring assembly. It was determined that this failure mode occurs when the user applies to much force during deployment of the implants, therefore is a potential root cause for the reported failure. However, we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).